Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the catheter dye study was performed on (B)(6) 2012 and the catheter was shown not to be working. The catheter was revised on (B)(6) 2012. The healthcare provider reported the failed catheter as the catheter was not able to be aspirated. Following the revision the medication was to be changed, but the patient never followed up at the clinic for pump refill.

Manufacturer narrative:
Product ID 8709, lot# l72772, implanted: 2000-(B)(6), explanted: 2012-(B)(6), product typ catheter; product ID 8578, serial# (B)(4), implanted: 2011-(B)(6), product typ accessory. (B)(4).

Event description:
It was reported that the patient's catheter was replaced in may. It was noted that the catheter was bad, after a dye study; further details were not provided. It was also noted that the patient almost committed suicide in (B)(6) 2011, during the first 2 weeks after implant, after re-implant; patient had a lot of pain and went through withdrawal. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).